Event description:
It was reported that 20 bd smartsite¿ needle-free connectors were clogged. The following information was provided by the initial reporter: the head nurse of the obstetric department reported that when the package was opened for pre-filling and washing, it was found that the product was blocked.

Manufacturer narrative:
Investigation summary: a 2000e china sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22015033. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming with saline solution. The customer also confirmed the connecting product was a 10ml bd flush syringe. As part of the feedback the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience with the smartsite identified to be completely occluded when attempting to access it with a 10ml bd syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect to the smartsite or the syringe could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 18-jul-2022. H6: investigation summary: forty-nine 2000e china products from lot: 22015033 were received for investigation; six samples were received in opened packaging, and forty-three samples were received without packaging. The feedback provided by the customer indicates a complete occlusion was detected during priming with saline solution; the customer also confirmed the connecting product was a 10ml bd flush syringe. As part of the feedback the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience with the smartsite identified to be completely occluded when attempting to access it with a 10ml bd syringe. A visual inspection of the returned samples did not identify any manufacturing defects or damage which could have caused or contributed to the customer's experience. Fifteen samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and attempting to flush with fluid; the smartsite of one of the samples appeared to be occluded during first attempts to flush, however no further occlusions were observed following disconnection and reconnection of the syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 22015033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. However please note 14 of the returned 15 samples tested were noted to not be occluded at the smartsite, and therefore a definitive root cause could not be determined for the occlusions reported on these samples. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues the following: depress the syringe plunger while the syringe is still attached to the needle free connector. If unable to depress the plunger, pull back on the syringe plunger and depress the syringe plunger again. Repeating this step may assist in opening the needle-free connector valve. Following the investigation into occlusions of this nature, the manufacturing site has repaired the assembly machine to ensure that an adequate amount of flourosilicone is injected into each smartsite; therefore reports of this nature should be reduced in future.

Event description:
It was reported that 20 bd smartsite¿ needle-free connectors were clogged. The following information was provided by the initial reporter: the head nurse of the obstetric department reported that when the package was opened for pre-filling and washing, it was found that the product was blocked.